Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the black controller power lead was not confirmed; however, the reported event of no external power alarms active in the log file was confirmed. The heartmate 3 system controller was not returned. The submitted controller event log file from the returned controller contained data spanning approximately 12 days ((B)(6) 2023 ¿ (B)(6) 2023 per the timestamp). The log file captured intermittent no external power active due to a dual power cable disconnect. During this time, both power leads to the controller were disconnected from external power while changing power sources, causing the alarm. The backup battery was able to support the system controller and pump speed was not affected. The alarm resolved on its own when external power was restored via the power cable leads when they were reconnected to power. Multiple attempts were made to obtain additional information about the reported event such as if controller was exchanged and if the product will be returning to abbott; however, no response was given. The root cause of the damage to the controller power lead could not be conclusively determined through this analysis. The root cause of the no external power alarms active in the log file was determined to be a scenario in which both system controller power cables were disconnected from external power at the same time and do not appear to be associated with any potential damage to the controller power cable. The device history records were reviewed and the records revealed the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller connectors and cables. Heartmate iii instructions for use (IFU) section 3 ¿ ¿powering the system¿ and heartmate iii patient handbook section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate iii lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had damage to the system controller black power lead. The log file contained multiple no external power events, possibly due to the damaged cable.

Event description:
Additional information was received that the patient arrived to clinic on (B)(6) 2023 with noted damage to the black power cable on the system controller. The patient had covered it with electrical tape. The system controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Medwatch report#: 3400300000-2023-0000052. No further information was provided. The manufacturer is closing the file on this event.